Event description:
Complainant alleged that during biomed testing, the device displayed defib fault 76 and defib disabled messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed by a zoll representative that was onsite. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty diode on the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.